Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Manufacturing location: (B)(4) / packaged, sterilized and released by: (B)(4). Release to warehouse date: mar 11, 2020. Expiration date: feb 01, 2030. Part number: 04.038.290s, tfna helical blade 90mm -sterile. Lot number: 45p9575 (sterile). Lot quantity: (B)(4). Note: helical blade was manufactured by (B)(4); lot number 44p0491. Parts were packaged, sterilized and released by (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. (B)(4) supplied by (B)(4) was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review. Aug 28, 2020: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the patient underwent for re-operation to replace the tfna implants with bipolar hip arthroplasty (bha) on (B)(6) 2020. Originally, the patient had orif surgery for left femoral trochanteric fractures by using the tfna implants on (B)(6) 2020. On (B)(6) 2020, it was confirmed that cut-out had occurred. During the re-operation, due to relied too much on extramedullary reduction. As a result, central bone fractures were protruded too much. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unk - screws (part # unknown, lot # unknown, quantity #: 1). Unk - end caps: tfna (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for (1) tfna helical blade 90mm sterile. This is report 1 of 2 (B)(4).